Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an e315 error code was received when using the deflectable videoscope. The event occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h4. The device was returned to olympus for inspection and the reported failure of error code e315 was not confirmed. Based on the results of the investigation, a probable cause could not be determined as the malfunction could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.